Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred within the first 5 minutes. The leak was reported to be an internal dialyzer leak. It was not noted if the machine alarmed. Test strips were not confirmed to be used. Estimated blood loss was 300ml. The patient had no adverse effects and no medical intervention was required. The patient completion of treatment was not confirmed. Sample is available for manufacturing evaluation and has been requested.